Manufacturer narrative:
No consequences or impact to patient (B)(4): contamination during use(B)(4). The cause of the clinical chemistry alkaline phosphatase reagents failed to calibrate/generate results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers to inform them to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.

Event description:
The customer observed fungus in the clinical chemistry alkaline phosphatase reagent wedges upon opening the reagent kit. The customer examined the reagent under the microscope and confirmed the presence of fungus in the reagent. There was no impact to patient management.